Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h.6.

Event description:
Patient's representative reported "rupture". Healthcare professional reported "simple cyst." Via ultrasound, MRI, other: tomography. Healthcare professional reported "thinned capsule with complete rupture of the breast implant inside (elastomer membrane ruptured around the entire circumference)". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient's representative reported "rupture". Healthcare professional reported "simple cyst." This record is for the right side. Device remains implanted.